Manufacturer narrative:
The ge rep conducted an onsite investigation. The powercap module and batteries were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed a pre charge error message when booting up. No pt injury was reported.